Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was elevated; however, customer stated it has been elevated since customer reverted to back up method of long and short acting insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.